Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, the customer has not responded to requests for additional information regarding this event. A carefusion field service representative (fsr) evaluated the device onsite. The fsr did not find any issues with the unit. The fsr noted that the limit knob was being used to adjust the mean airway pressure (map) and the adjust valve was fully clockwise. The fsr performed the 2k preventative maintenance procedure and the unit passed the performance test. The unit meets factory specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) kept dropping, while the device was on a patient. The customer did not report any information regarding any patient harm or injury, it is currently unknown.